Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented in clinic for follow-up on (B)(6) 2018. Upon interrogation of the pulse generator, backup operation was observed. The device could not be restored. The patient was stable. The device was interrogated again on (B)(6) 2018. The device was restored to normal function.